Event description:
It was reported that noise was observed through the right ventricular channel of the pulse generator. It was noted that the noise had been present in the past and that it could be reproduced in clinic. The source of the noise could not be identified. No patient symptoms were reported. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).